Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing sufficient benefit due to a post-operative migration of the active electrode out of cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
Two days after the initial implantation surgery, x-ray images revealed migration of the electrode out of the cochlea. Revision surgery has been done.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two days after the initial implantation surgery, x-ray images revealed migration of the electrode out of the cochlea. Revision surgery has been done.